Manufacturer narrative:
A ge service representative performed an onsite investigation. The pentium cpu motherboard was evaluated and identified as the cause. No conclusion can be drawn as system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The fse reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.